Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging the display of her onetouch ultra meter was damaged. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2012 at approximately 9am. The patient informed the mss that she was managing her diabetes with 50 units lantus insulin and novolin r and novolin 70/30 based on a sliding scale. She reported despite not being able to check her blood glucose (no back up available) she continued with her usual diabetes management routine. She reported on (B)(6) 2012 at approximately 11am, she was experiencing "a headache" and due to her symptom, she increased her dose of lantus insulin by 10units at her usual time for medication. Later that day she went to see her doctor for a prescheduled routine appointment at 2pm. She stated when she went to the doctor, she did not have any symptoms and reported that her doctor tested her on an hcp meter and obtained a value of "475mg/dl." She reported that her doctor administered her novolin 70/30 insulin based on the hcp meter result, but she explained that that was around the time she would have self administered her insulin anyway but her doctor offered to administer it for her. She denied that the doctor treated her for any symptoms and stated she ate her lunch about 1 hour ago. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time but the meter did experience some form of trauma/misuse that result in the display being damaged. Replacement products were sent to the patient. Although the patient did not suffer form a serious symptom due to the alleged issue, this complaint is being reported due to the fact that she received medical intervention by an hcp for hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.